Manufacturer narrative:
A nonconformance has been opened to address this issue.

Manufacturer narrative:
Initial reporter facility name:( B)(6) hospital. Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a picture of the impacted set was provided. The visual inspection observed that the effluent luer was cracked. The reported condition was verified. The cause is traced to the component design. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak occurred due to a crack between the drain bag and the tubing on a prismaflex m150 during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.